Event description:
Caller states the pt tested 5.8 inr on the coaguchek xs plus system and 9.02 inr on a comparison lab. Customer was given vitamin k shot and coumadin was held based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.